Event description:
It was reported on (B)(6) 2025, at 8:13 pm, the patient presented to our emergency department with chief complaints of ¿abdominal distension and pain for over a year, worsening with lower limb edema for 3 days.¿ upon arrival, the patient was alert but fatigued, with bilateral pupils equal in size and shape, responsive to light reflexes, approximately 3.0mm in diameter, and generalized jaundice. Chemotherapy drugs were administered intravenously per physician's orders. While preparing the infusion and flushing the line with saline prior to insertion, the nurse observed leakage from the port catheter needle. Fluid flow was not smooth, and resistance was felt during injection. A new port catheter needle was immediately replaced. Upon repeating the procedure, fluid flowed freely and steadily without obstruction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.